Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right renal artery stenting procedure, the rx herculink elite was advanced to the target lesion. When negative pressure was pulled, a hole was noticed in the balloon. The device was completely removed and another unspecified device was used to complete the procedure. There was no adverse patient effect. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.